Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The reported malfunction of "fails self test for defib" was observed during initial testing. However. Could not be duplicated. The reported malfunction of "fails self test for sync" was observed during review of the device activity logs. However, could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Please note that this report was also inadvertently submitted under another medwatch number 1220908-2016-02015.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinical, the device failed self test for defib and sync. Complainant indicated that there was no patient involvement in the reported malfunction.